Event description:
A report was received that during a suction procedure the side portion that attaches to the ventilator tubing came off. No patient injury or adverse event were reported. Ballard medical products has not first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.